Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a robotic assisted prostatectomy, the surgeon noticed some bleeding in the case. The bleeding was not significant enough where the case had to be converted to open. The doctor was sealing a prostatic pedicle deep in the pelvis. The device was discarded after the procedure and is not available for evaluation.